Event description:
A malfunction was reported on the customer's pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccurred.